Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packaging list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported the patient developed osteolysis following an unspecified procedure using rhbmp-2/acs.